Event description:
The customer reported that when the donor was detached, a leak was noticed at the luer. The product was destroyed. No medical intervention was required for this event. The donor was called the next day to determine if he had any side effects. He did not have any side effects to report. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. A leak was confirmed at the joint between the manifold and the needle-less access (nla) port. The manifold was found to have a stress crack. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Corrective actions: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.